Manufacturer narrative:
The sample was discarded. The lot number was not provided, therefore, the device history record could not be reviewed. There is nothing in the manufacturing process that could have caused or contributed to the reported failure. The instructions for use for obtaining specimens states, "pull catheter out of tube to desired length. Lay tube on sterile field. Proceed with catheterization. Pull catheter out of top; tighten cover and depress blue spout." This is a user-related event. The user facility confirms that the device was used off-label and is the cause of the event. Bard has contacted the (B)(4) on (B)(6) 2011 regarding this incident. (B)(4) has stated that she will be conducting a facility-wide retraining on the off-label use of devices. We will continue to monitor the field performance of this product to identify any emerging trends. (B)(4).

Event description:
It was reported that there was difficulty in visualizing the urethra of a female pt on whom they obtained urine with a straight catheter. The physician ordered a temperature foley catheter. The nurse used the straight catheter as a guide, inserting the temperature foley catheter above the straight catheter tube. The straight catheter passed into the pt's bladder and could not be retrieved by the rn. Urology was consulted and a bedside flexible cystoscopy was performed to retrieve the straight catheter without any difficulty. The pt tolerated the procedure well and required no additional studies.